Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that the coupling sleeve was worn out due to lack of cleaning or maintenance. The device was repaired by replacing several components. MFR date: 03/2011.

Event description:
Customer reported an error displaying on console for the handpiece. This is report 1 of 1 for complaint (B)(4).